Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated lithium results were generated for two patient samples tested on the architect c16000 system. Sample ID (B)(6): initial result of 1.34 mmol/l retested at 0.76 and 0.75 mmol/l. Sample ID (B)(6): initial result of 1.67 mmol/l retested at 0.75, 1.56 and 0.3 mmol/l. No adverse impact to patient management was reported. The customer replaced the r1a pipettor on the architect c16000 system to resolve the imprecision issue.

Manufacturer narrative:
The customer support center (csc) reviewed the instrument logs for sample identification (sid) (B)(6). The sample aspiration graphs indicated a possible issue with sample integrity for these samples. Sample integrity was discussed with the customer. The reagent 1a (r1a) probe was replaced and is considered the likely cause of the result issue. The instrument was monitored for approximately 2.5 weeks and no further fliers were observed. Review of the architect c1600393 service history did not identify any contributing factors on or around the date of the complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.